Event description:
Note: the exact date of event is not known. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure in 2009. According to the complainant, during the procedure, a small quantity of fluid leaked causing a small, "soft" burn of the patient vaginal wall and the machine immediately stopped the infusion. Follow up information received four months later revealed that a tenaculum/speculum were used, there were fluid loss alarms (number and rate of loss unknown), there was no indication of overdialation, the cervix was noted to be "short", and the burn was classified as a cross between a 2nd and 3rd degree. The procedure was completed with this device, the burn was treated with fitostimoline cream and there were no further patient complications reported with this event.

Manufacturer narrative:
The complainant indicated that the device will no be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is rec'd, a supplemental medwatch will be filed.